Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the lower left seam. This issue was identified while filling the bag prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from june 6, 2022, to june 8, 2022. H10: the device was received for evaluation. Visual inspection observed a lower left side tear near the edge in the front side. Functional testing observed a leak in the area the tear was located. The reported condition was verified. Possible causes include damage sustained during compounding, transport, or customer handling however an assignable cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.